Event description:
Patient spontaneously called to report that both his pumps sn: (B)(4) are alarming. Cartridge removed. First pump alarmed while he was changing cartridge last night. He stated he was ready to start infusion and pump alarmed. He was unable to correct it, so switched to alternate pump and was able to start infusion. Second pump alarmed while infusion was running. Pt states he is driving and noticed his infusion had stopped. Patient is now infusing with 1 functional pump. Did the reported product fault occur while in use? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver. Dose or amount: 69 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to current, diagnosis or reason: pah.